Event description:
It was reported that the patient received a ¿dosing stopped, connect cgm, or enter bg¿ message on the ilet after applying a new dexcom sensor and entering the sensor code, and was advised that insulin dosing would remain suspended until the dexcom warm-up completed and the first glucose value was available. Symptoms included no adverse clinical effects reported. Outcomes included no injury, no hospitalization, and no alerts or alarms beyond the informational dosing suspension during sensor warm-up. Investigation included customer service review and user education on normal system behavior during cgm warm-up. Investigation of this case revealed that the ilet functioned as designed, suspending automated dosing in the absence of cgm glucose data during the dexcom sensor warm-up, with no device malfunction identified. It was concluded, based on established findings for similar reports, that the cause was normal device operation and use during cgm warm-up.